Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye observed a missing pull ring cap on the patient adapter. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was missing a protective cap on an unspecified line. This was observed after opening the packaging, prior to use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.